Manufacturer narrative:
No sample was returned for evaluation and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for evaluation. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4).

Event description:
Adverse event: decreased vision, vitreous haze. The surgeon reported that a pt presented with decreased vision and hazy vitreous at the one day post-op exam. It was also reported that surgeon noted air bubbles during the procedure. Add'l follow-up info has been requested.